Event description:
Before using the maryland bipolar forceps (ref 420172) for the robotic cholecystectomy with the davinci, the scrub tech noticed that the strings were broken. There are uses left on the instrument to receive reimbursement.device #1is this a laboratory device or laboratory test?no.